Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used in the duodenum. They advanced the clipping device through the endoscope to a visible vessel. The clip was partially attached to the tissue site. The handle separated from the drive wire. The clips would not release from the deployment device. The clip was pulled off in a partially closed position and there was no harm to the pt. The same observation was made with two (2) devices. See MDR's 1037905-2013-00582 and 1034905-2013-00583. Another cook instinct endoscopic hemoclip was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was bowed but the bowed length appeared very short. Therefore, the drive wire may not have been fully inserted prior to the assembly of the securing component. This device was returned to the approved supplier for further eval. A follow-up report will be provided once the supplier's eval is received. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of the clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.